Manufacturer narrative:
(B)(4). No conclusion code was available. Final analysis found excess medical adhesive on the ring electrode which could have contributed to the reported complaints of high impedance and loss of capture. (B)(4).

Event description:
It was reported that during the implant procedure, the lead exhibited loss of capture and high pacing impedance. The lead was not used and a new lead was implanted. The patient&#38112;condition was fine post procedure.